Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 20 years post implant of this 25mm aortic bioprosthetic valve, it was explanted and replaced with another manufacturers product. The reason for the replacement was reported as aortic regurgitation caused by a perforation in the aortic wall on the side of the left coronary cusp. A pseudoaneurysm and calcification were also present. No additional adverse patient effects were reported.

Event description:
Additional information was received that reported the severity of aortic regurgitation as severe. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b.2: outcome attributed to adverse event b.5: event description medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve was received in six separate small plastic bags enclosed in one large ziploc bag. Excised remnants of the valve and one leaflet were enclosed in 4 separate bags in blood tainted solution. Two leaflets were received in separate specimen containers enclosed in separate ziploc bags. Excised remnants of the valve tissue along with remnants of an unknown conduit, and pledgets were also received for analysis. Several pledgets remain attached to the existing inflow orifice. Traces of cauterization are observed on the existing inflow orifice. Traces of green multifilament sutures remain attached to the excised inflow orifice aspect. All excised leaflets are slightly stiff but flexible except where visible mineralization is present. All commissures appear to have been excised during explant. Tissue deterioration associated with mineralization is observed on the left and right leaflets along the commissural edges of the leaflet. Glistening of f white pannus is observed along the existing inflow orifice extending to the existing exterior valve wall. A thin layer of pannus is noted along the intima lining of the valve aortic wall. Radiography shows moderate to extensive intrinsic mineralization in all excised leaflets. Radiography shows moderate to extensive mineralization in the existing section of the inflow orifice and large remnants of the valve aortic wall. Due to the receipt condition, a detailed observation cannot determine where the alleged pseudoaneurysm may have occurred. H3: device evaluated? Updated h6: coding updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.